Event description:
The customer reported to olympus, the colonovideoscope had an angulation issue where the control knob did not adjust the angle. The issue was found during preparation for use. Inspection and testing of the returned device found foreign material was coming out of the channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the insulation at the tip was out of standard due to perforation of the bending section rubber, the angulation in the up direction was out of standard, the up/down knob had a gap that was out of standard, there was leakage due to a scratch on the distal end, there was leakage due to perforation of the bending section rubber, there was foreign material coming out of the channel, the light guide bundle was in poor condition, there was a crease in the charged coupled device lens, the light guide lens was broken, the adhesive of the bending section rubber was broken, the connecting tube was crumpled, the suction cylinder was cut off, switch 3 was damaged, the universal cord was crumpled, and the video cable protector was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leakage from the device, which in turn led to the device being returned to the legal manufacturer without reprocessing at the user facility. A further cause of the leak could not be further presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.